Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus and manual injection were delivered to address bg. The customer alleged that the pump was delivering partial boluses. The pump logs were unavailable for tandem technical support to review; therefore, the allegation could not be confirmed. A replacement pump was sent to the customer.